Manufacturer narrative:
A review of the manufacturing documentation for the ipg sc-1110 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure because the ipg was not working anymore.

Manufacturer narrative:
Explant date: (B)(6) 2019; exact date is unknown.

Event description:
A report was received that the patient underwent an explant procedure because the ipg was not working anymore.